Event description:
Customer states, she received a motor error alarm and was not able to clear. No blood glucose was reported. Customer discontinued insulin pump use and reverted to manual injection. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
No unexpected motor error alarms were noted. All buttons functioned properly. However, moisture damage was noted on the keypad traces. The pump passed the displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests. The motor was tested outside of the device and it passed. The pump had a cracked lcd window, a cracked case at the lcd window corner, a cracked reservoir tube lip, and scratches on the reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.